Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy skin irritation under her chest and electrodes with no visible rash. It was reported that the patient has a nickel allergy and that the patient's medication could also be causing the itchiness since the irritation is not limited to the area the lifevest covers. The patient's cardiologist decided that because of her extensive nickel allergy, the patient should not be wearing the lifevest and advised the patient to remove the device. Follow-up indicated that the irritation had resolved.